Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance of the atrial pacing lead was beyond the expected upper range. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was presented to the hospital due to an alert on the right ventricular (rv) lead. The rv lead was found to have high unstable impedance and oversensing with non-sustained high rate episodes. The lead was suspect of a fracture after the physician inserted a stylet and noted an abnormality at the subclavian region. The lead was capped and a new lead was implanted. It was further reported that the right atrial (ra) lead had high impedance, no capture and noise. The ra lead was suspect of a fracture at the subclavian region. The lead was capped and a new lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.